Manufacturer narrative:
(B)(4). Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. A DHR review of the final sub-assembly and the final packaging assembly of the sapien 3 valve was performed. The DHR review did not reveal any issues that may have contributed to this event. In this case, the source of the fever and positive blood cultures 29 days post tavr cannot be confirmed at this time; however, may be related to the newly diagnosed stomach cancer. A review of the related manufacturing work orders did not reveal any issues with the valve or the packaging that may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(6) and the (B)(6) post-marketing surveillance reporting system, 29 days post implant of a 26mm sapien 3 valve via the transfemoral approach, the patient was re-admitted to the hospital for a detailed examination of the progression of anemia and prolonged fever. The patient¿s blood culture result was positive and the patient was treated according to the infective endocarditis guideline. Antibiotics were given and the patient was monitored. The blood culture quickly became negative and the infection stabilized. The outcome of the infective endocarditis was noted as ¿remission¿. Gastroscopy revealed that the anemia was caused by progressive stomach cancer. On postoperative day (pod) 48, the patient was transferred to another hospital for the detailed examination and treatment of the stomach cancer. The cause of the endocarditis cannot be confirmed. Per medical opinion, the relationship of the infective endocarditis and the valve and tavr procedure was unknown.